Event description:
It was reported the camera head had a malfunction which caused the color bar to be reflected. The reported malfunction occurred at an unspecified time. There was no patient impact. No harm was reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced. However, the device evaluation found corrosion of electrical contacts, and cracked connector was observed. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "warning: the electrical contacts of the video connector and their surroundings should be wiped dry with dry gauze and connected to the video system center in a sufficiently dry condition. Also, make sure that the electrical contacts are clean before connecting them. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or endanger the safety of the patient or surgeon. Caution do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection." Olympus will continue to monitor the field performance of this device.